Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had recorded a fault in 2008, most likely due to and/or during the application of electrocautery, rf ablation, or another external energy source. Available information indicates the device remains in service with no reported complications. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.